Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt340 breathing circuit was returned to fisher & paykel healthcare and pressure tested to check for leaks. Results: the pressure test revealed that the complaint breathing circuit was able to perform within specifications. A lot check was not performed as no lot number was provided. Conclusion: no fault was found with the complaint breathing circuit and we were not able to confirm the reported fault. All rt340 breathing circuits are pressure tested for leaks prior to distribution and those that fail are rejected. The user instructions supplied with the rt340 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms;

Event description:
A healthcare facility in (B)(6) reported via fph sales representative that an rt340 adult breathing circuit was leaking, which caused an alarm on the ventilator. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow-up report upon receipt of the complaint device and completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via fph sales representative that an rt340 adult breathing circuit was leaking, which caused an alarm on the ventilator. This was found prior to patient use.